Manufacturer narrative:
Per the attached investigation report for (B)(4): as is evidenced in the figures, the aquatrack guidewire coated polymer jacket material on the returned wire experienced an interference that resulted in the base metal at the tip protruding through the jacket material. In contrast to the damage in evidence in the distal tip, the remaining areas of the guidewire were found to be intact and damage-free. Visual and inspection evidence gathered during the investigation of this complaint, and the subsequent experiments conducted to replicate the failure mode, suggest physically-induced damage to the distal tip of the aquatrack guidewire returned by cardinal health to confluent, for cardinal complaint # (B)(4). Based on physical evaluation of the damaged area, it appears the guidewire may have experienced resistance or obstruction, then was backed out slightly before re-introducing the guidewire while the tip was in a prolapsed state, allowing the tip to poke through the jacket wall. The event description and follow-up information does not include these specific details, but re-creating these conditions in a laboratory environment produced a similar failure mode as seen in the returned sample. Per the aquatrack instructions for use (IFU): "never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur." Information provided by the examination of the returned aquatrack guidewire for cardinal health complaint # (B)(4), combined with experiments done in the lab to recreate the failure mode, leads to the conclusion that the aquatrack guidewire was initially intact, damage-free and possessed the expected level of integrity to withstand normal clinical use conditions. The lot history review for aquatrack lot #82177361 did not identify any abnormal production conditions. Root cause is not known with certainty, but it is suspected that the physician response to guidewire resistance during use may not have followed the IFU guidance. There is no evidence to suggest there are any manufacturing issues with the remainder of the lot, or with the product family. The complaint has been included in confluent complaint database for use in on-going trending.

Event description:
As reported: "the guidewire lost a hydrophilia and exposure of the "guide soul". The doctor had to open another guidewire." Additional follow-up information from the site: is there any patient information available? Weight ***. Gender female. Age ***. Was the product stored and handled according to the instructions for use (IFU)? Yes, the product was stored and "opered" under use instructions. Was the device prepped per the instruction for use (IFU)? Yes was the product resterilized? No. The product was opened in surgery at the time of use. Was the wire kinked or damaged in any way prior to insertion into the patient? Didn´t have any "kink". The product was "hive" when it was placed inside the diagnostic catheter was the wire re-shaped by the user? No. Please provide details on what was meant by [?]guide soul' a"guide soul" is the internal wire below the hydrophilic layer, where it gives us torque, rigidity and sustainability during the surgery. Was there an issue with the hydrophilic coating, or with the jacket material itself? Didn´t have vessel / lesion characteristics: what was the target lesion? Fsa otc. Was the lesion calcified (severe, moderate, little or none, unknown)? Little calcification. Was there vessel tortuosity (severe, moderate, little or none, unknown)? Unknown. What was the percentage of stenosis? 100%. Bifurcating? No. Was there difficulty tracking the wire through the vessel or lesion? Didn´t have difficulty. Did the wire behave "normally" (was the torque response good)? Yes. Was there resistance/friction between the wire and other devices? No. During insertion? No. During withdrawal into another device? No. Are there any device images available for analysis? No. Will the device be returned for evaluation? Yes.